Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6)2015. The sensor was inserted on (B)(6)2015. Patient stated that between 5:00am and 6:00am on (B)(6)2015 the continuous glucose monitoring device was alerting her to a low blood glucose level. Patient did not heed the alerts and had a seizure. The paramedics arrived and the patient's glucose level was not readable as it was too low. The paramedics removed the sensor and transported the patient to the hospital for treatment. Patient was administered glucagon, dilaudid and a sodium drip. She was released from the hospital on (B)(6)2015. At the time of contact, the patient was recovering and no further medical intervention was reported

Manufacturer narrative:
(B)(4). There was no alleged device malfunction and the device was reported to be operating within specification. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures.